Manufacturer narrative:
Natus medical customers are instructed to inspect the vac-pac prior to each use. The customer has since been provided a replacement. The customer had the vac-pac destroyed at the facility, to prevent future use. Users are also instructed to replace units older than two years that are used several times a week. No further investigation is necessary, and this report is considered final.

Event description:
Customer called natus to report that their vac pac having leaks at valve stem. There was no report of death, injury or delay in treatment, and no patient involvement with this vac-pac when leak at the valve stem was detected. The vac pac device was purchased on (B)(6) 2016 (according to the initial report) and has been destroyed at the customer's site.